Manufacturer narrative:
The returned devices were evaluated. During evaluation the system passed all visual and functional testing. The products were determined to be functioning as designed.

Event description:
The customer reported the psi value did not decrease when a patient was under anesthesia. No patient impact or consequences were reported.